Manufacturer narrative:
The device intended for use in treatment was returned for evaluation a establishing a relationship between the event reported. A visual inspection found no defects the functional evaluation confirmed that the hand piece would not lock into the device, due to this the device would not function, the interlock had signs of corrosion, identifying this as the root cause contributing to this issue. The versajet system is a high-pressure device, which uses saline in its operation. A buildup of oxidized saline on the interlock can corrode if not removed, this issue can contribute to the reported event. The instructions for use, details guidance on the maintenance and cleaning of the device. It is highly recommended that these instructions are followed to prevent re-occurrences of this type of event. A review of manufacturing records for the reported lot/batch, found no non-conformances or anomalies during production. The device/product met all specifications upon release into distribution. Complaint history for the reported event has been reviewed, revealing further instances, however no further action is deemed necessary. This investigation is now complete with no further action deemed necessary, please be assured that all products are released to market following rigorous quality checks during production and prior to despatch. By acknowledging and investigating your complaint this collaboration enables us to drive our passion to continuously review, improve and steer our shared purpose of providing the best possible outcome for customer and patients. Smith and nephew take all customer complaints and concerns seriously, we strive to have the best understanding of our patients needs and have built a strong culture of care, collaboration and courage to offer a service which we are proud of.

Event description:
It was reported before treatment that the system presented a malfunction, the generator that was not working because it was registering a connected handpiece when one was not connected. There was no harm to the patient nor delay in the case and a backup was available. A product from another vendor was used to complete the case.